Event description:
It was reported, there was normal battery depletion and a replacement surgery was anticipated once there was insurance approval, but has not yet been scheduled. The stimulation was not working and upon interrogation, an end-of-service (eos) message on the programmer was observed and it was later determined that there was premature battery depletion, not normal depletion. Impedance testing was performed and everything was normal. The previous battery lasted 2 years and the manufacturer representative (rep) looked at the settings and his rate was at 115 hertz. The patient was experiencing a loss of effect and a return of his normal pain in the back and legs. The rep discussed with the patient that the rate of use was a driver for battery depletion and the patient said that rate was all that worked for his pain. A rechargeable battery was discussed for a replacement. If additional information regarding the patient¿s outcome or when a replacement will be scheduled becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 7 4001, lot# n466463, implanted: 2014 (B)(6); product type adapter product ID 3487a-33, lot# v072248, implanted: 2008 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).